Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 400 mg/dl after their sensor was started on a separate receiver and not linked to the ilet system, resulting in unavailable glucose readings. The user noted that their receiver displayed a high reading, but they did not feel symptomatic and were unable to perform a fingerstick check due to a skin condition. No outside medical intervention was required.